Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side "I have noticed a change in the size of my left breast, hardening, swelling and pain." "I was sent for a scan that confirmed I had a left breast intracapsular rupture." "I do not want to leave this any longer than necessary and risk it leaking further." "It is causing a lot of discomfort and pain and affecting my day to day life." The device remains implanted

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, b.7, d.6b, h.6.

Event description:
Patient reported left side "I have noticed a change in the size of my left breast, hardening, swelling and pain." "I was sent for a scan that confirmed I had a left breast intracapsular rupture." "I do not want to leave this any longer than necessary and risk it leaking further." "It is causing a lot of discomfort and pain and affecting my day-to-day life." Healthcare professional later reported ¿left breast pain & firmness¿, ¿clinically grade 3 capsular contracture¿. ¿peri-implant fluid¿. ¿systemic symptoms of extreme fatigue¿ and ¿in the left breast at 10 o'clock position 5 cm from the nipple, likely fibrocystic changes are seen measuring 6.4 x 2.7 x 4.4mm"- which is not device related. The device has been explanted.

Event description:
Patient reported left side "I have noticed a change in the size of my left breast, hardening, swelling and pain." "I was sent for a scan that confirmed I had a left breast intracapsular rupture." "I do not want to leave this any longer than necessary and risk it leaking further." "It is causing a lot of discomfort and pain and affecting my day to day life." Healthcare professional later reported ¿left breast pain & firmness¿, ¿clinically grade 3 capsular contracture¿. ¿peri-implant fluid¿. ¿systemic symptoms of extreme fatigue¿ and ¿in the left breast at 10 o'clock position 5 cm from the nipple, likely fibrocystic changes are seen measuring 6.4 x 2.7 x 4.4mm"- which is not device related. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Chronic fatigue syndrome: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed